Manufacturer narrative:
Lumenis has just become aware of this reported event and is currently investigating. A follow up MDR will be submitted.

Event description:
A foreign distributor has reported that during a preventive maintenance call in which a laser and fiber check was done on a lumenis novus spectra laser system, it was noticed that the endooto probe had a dark spot in the aiming beam and laser spot. Measurements showed about a -45% power drop on the endooto probe.

Event description:
A foreign distributor has reported that during a preventive maintenance call in which a laser and fiber check was done on a lumenis novus spectra laser system, it was noticed that the endooto probe had a dark spot in the aiming beam and laser spot. Measurements showed about a -45% power drop on the endooto probe.

Manufacturer narrative:
A lumenis clinical manager, being a person qualified to make a medical judgement, had reasonably concluded that the above hazardous situation is unlikely to lead to a serious injury since based on common medical practice it is common to have few fibers/probes easily available per procedure in the or/office. Therefore, if the malfunction shall occur the fiber/probes would be replaced with another one. A review of complaints reported during last two years didn't reveal any complaint alleging intraoperative malfunction of endooto probe. A review of device labeling found that the responsibility to test the device for functionality prior to use is the responsibility of the surgeon and the IFU provides these instructions. See IFU pb-002191_h (under contraindications section) as follows: "test fire the laser at minimum power to: verify that all protective eye wear, shutters, and filters are providing sufficient protection. Confirm the laser output to the endooto¿ probe. Gradually increase power from the desired out-put" furthermore, lumenis contacted the foreign user distributor to investigate the reported event and return the alleged faulty probes to the manufacturer for further qa investigation. (B)(4). Probable root cause: the root cause could not be determined as the probes that were reported to be defective were returned for evaluation and no problem was found.